Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 50-51 mg/dl were recorded by continuous glucose monitor (cgm) from 6:52:09 am to 6:57:09 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:47:11 am. On (B)(6) 2020, user received an automatic bolus of size 2.9849 units approximately 1.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.